Event description:
Surgeon developed dermatitis on wrist and arms believed from cuffs from gown, 32474n. Dr. Is being tested for gloves and skin prep also. May or may not have required oral steroids.

Manufacturer narrative:
No lot number was provided. Without the lot number, we are unable to review the device history records to determine if any deviations took place during the manufacturing process of this device. At the time of this report, no sample was provided for evaluation and no lot number was provided. In addition, without the actual sample we are also unable to confirm what the customer experienced and assign a root cause for the complaint. During the product development phase, all materials used for the gown were evaluated for biocompatibility. Only materials that successfully complete this test can be commercialized. This gown body is composed of polypropylene/copolyester and the cuffs are composed of polyester. The cuffs are engineered without dyes or other potentially irritating materials. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. In addition, raw material suppliers whose materials are used in the manufacture of these cuffs have been contacted. No changes to the resin, raw materials and processes have been made with the suppliers. Representative samples are being tested at this time and a follow up report will be submitted if required.